Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Upon checking the pump, no cartridge change error, alerts, or alarms were found; pump successfully loaded a cartridge and delivered a bolus without issues, confirming that pump was in working condition.